Event description:
The customer reported that during transportation of a patient who was only being monitored, their device lost power several times. The customer had responded to the patient event and did provide a successful defibrillation shock at 360 joules and during the subsequent monitoring and transport, the reported loss of power occurred. After the defibrillation shock, the patient had rosc (return of spontaneous circulation) and was transported to the hospital in stable condition. The device lost power a total of six (6) times and every time the device was powered back on, the device lost power again. The customer did not have a backup device available. The patient did not suffer any adverse effects during the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to verify the reported loss of power issue. Physio observed that 3 of the 4 battery connector pins were loose which caused an intermittent connection between the device and the batteries. The device would lose power when a battery was installed and operating in bay number 2 and when it's tapped lightly on its back. Physio-control replaced the battery connector pins and observed proper device operation through functional and performance testing and the device was then returned to the customer for use.